Event description:
The user facility reported a small blood leak from the centrifugal pump during a bypass procedure. The perfusionist determined that it was not necessary to change out the unit ot take any other corrective action to address this observation. The case was reportedly completed with no complications or pt injuries. Additional event specific information was not available.

Event description:
This report is being submitted as follow-up #1 for mfg. Report 1124841-2006-00007 to provide information on the evaluation of the product sample that was returned by the user facility.